Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 23 mm sapien 3 valve by subclavian approach in aortic position, no bav was performed. At the beginning of the commander delivery system inflation, there was a ¿rupture" (distal part) of the balloon and the balloon did not inflate at all. The whole system was retrieved from the patient, a new system was inserted and the procedure was successfully completed. There was no damage to the patient. The patient had moderate calcification in the native annulus.

Manufacturer narrative:
UDI (B)(4) as the affected device/kit was not returned, the investigation was limited to review of lot history, review of DHR, review of complaint database for similar complaints, review of physician training manuals/ifus for the edwards commander delivery system, and manufacturing mitigations. No relevant photographs, video, or imagery were provided. A review of lot history for the related work order revealed no other complaints related to ¿balloon ¿ leakage¿.  The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing issues that would have contributed to the event. Complaint data for the previous 12 months (may 2017 through april 2018) was reviewed for the commander delivery system (all models and sizes). Twenty four (24) other complaint devices have been returned and evaluated for ¿delivery system ¿ leakage¿. A review of complaint data for april 2018 revealed that the complaint rate exceeded the control limit for the applicable complaint trend category (¿leakage¿).  Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Inflation balloons are 100% inspected for the following dimensions. The crimp balloon features are 100% dimensionally inspected. The balloons are 100% visually inspected with unaided eye for gross defects. The balloons are 100% visually inspected under 8x magnification for contamination, fish eyes, gel spots, scratches, etc. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. Prior to the process, the balloon is 100% visually inspected for balloon size (using a go/nogo gauge) and contamination under 2.85x minimum magnification. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. 100% distal to proximal visual inspection is performed by both manufacturing and quality. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The balloon bonds (nose tip to balloon; crimp balloon to balloon shaft) are 100% visually inspected for divots, bubbles, smoothness of weld joints, exposed braided wire, etc. The flex shaft is inspected and rejected for kinks, bends, cracks, deep scratches in the stent area that expose the braid, or flash/exposed metal on stent section. Fine adjust, collet/shaft clearance, and collet engagement are 100% functionally tested. The commander delivery systems were 100% leak tested. Post-leak test, there was 100% visual inspection of the balloon catheters. Additionally, the work order underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. The lot could only have been released if all samples passed pv testing. Visual inspection for physical defects or damage, as well as visual inspection for tears or separation in the inflation/crimp balloon bond is performed. Functional testing for de-airing and functional verification of the fine adjust is performed, where balloon shafts are pulled from default position to valve alignment position to ensure valve alignment position can be achieved. Visual inspection of adhesive bonds and balloon burst pressure testing is performed. The multiple bonds were also tensile tested. The locknut/collet engagement force was tensile tested. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for ¿balloon ¿ leakage¿ was unable to be confirmed, as no relevant photographs, videos, or imagery were provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. Multiple patient and/or procedural factors can possibly contribute to delivery system leakage.  The crimp balloon is torn and separates adjacent to the I/c bond (note: the complaint site reported that ¿during attempted valve deployment the delivery system balloon did not inflate at all and it was thought to be ruptured.¿). Potential root causes for separation of the crimp balloon material proximal to the I/c bond have previously been identified and documented in a pra. The pra demonstrated that performing valve alignment in tortuous anatomy (note: it was reported that the patient had a tortuous access vessel and valve alignment was not performed in a straight section), could result in increased forces being applied to the bond area causing weakening/separation adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. Excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). Kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen. Calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. As such, it is likely that patient/procedural factors contributed to the reported event. However, based on available information, a definite root cause cannot be determined at this time. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Although the occurrence rate exceeded the april 2018 complaint trending control limit for ¿leakage¿, no manufacturing non-conformance was identified in the investigation. Additionally, a review of complaints and available information revealed that no product non-conformances or IFU/training manual deficiencies have been identified. As such, pra escalation is not required. The commander delivery system trend category ¿leakage¿ from april 2018 was reviewed and no manufacturing non-conformances or IFU/training manual deficiencies have been identified in the investigations. The complaint for ¿balloon ¿ leakage¿ was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported events. Available information suggests that patient and/or procedural factors contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the complaint rate for the trend category exceeded the april 2018 control limit.